Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Device passed all electrical testing, however the device failed residual gas analysis for internal device minimum nitrogen content. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was retrieved from inventory and assessed in response to a known advisory. Residual gas analysis determined that this device had unexpected internal gas composition. There was no patient involvement.